Manufacturer narrative:
Follow-up #1: date of submission 3/30/16 device evaluation: the device has been returned and evaluated by product analysis on 03/17/2016 with the following findings: unable to duplicate ¿inaccurate delivery¿ complaint. No defect was found. Last basal delivery was on (B)(6) 2015@10:26pm, reported dates from (B)(6) 2015 are overwritten in the black box. The battery compartment/cap are undamaged and able to fit to maintain electrical connection tdd appear to be inaccurate on (B)(6) 2015 due a delivery interruption occurring post ¿cs128¿ recorded on (B)(6) 2015@04:00am, the next prime operation is recorded on (B)(6) 2015@09:44am..3-basal history shows no record for dates (B)(6) 2015. ¿ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr basal duration test, no eaw or any interruption occurred during the investigation. The pump passed a delivery accuracy test; the product performs within specification.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 960 mg/dl and went to hospital ER for insulin via pump and IV fluids. Patient had moderate ketones, symptoms of dehydration , tiredness, stomach pain , very thirsty with increased urination. During troubleshooting, customer support found the basal history did not match the active basal program and attributed the bg excursion to an inaccurate delivery issue. Patient discontinued pump use. This complaint is being reported as the patient experienced hyperglycemia and the inaccurate delivery issue was not resolved.